Manufacturer narrative:
Philips service reconfigured xres pcs, making the system operational with 11 disks visible. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that there was a low contrast resolution issue and xres pcs were not processing images on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.